Event description:
A pharmacist reported that during a cataract surgery, the surgeon observed purple metallic deposits in the anterior chamber of the patient's eye. Most of them were removed by aspiration. Additional information was received from the surgeon indicating that one day after surgery, a number of deposits remained on the iris of the eye. The cornea was clear and there was no patient impact. Additional information has been requested.

Manufacturer narrative:
A sample is expected to return. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).